Event description:
Please refer to the initial report.

Manufacturer narrative:
The affected device was manufactured in 2003 and was evaluated by the biomedical technician on site. Dräger was informed about the logged error code. It was further reported that the log file could not be downloaded and that the device was repaired by replacing the pcb cpu. Based on the event description and provided information the pcb cpu is a plausible root cause for the reported event. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart (duration approx. 8 seconds) the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. As the hardware issue was permanent, the warmstart was unsuccessful in solving the issue. In this case, an interrupted audible alarm is kept activated and the emergency-breathing valve remains open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported while in use the device rebooted several times. There was no patient injury reported.